Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a tuberculin syringe. The customer reports that the nurse opened the sealed package containing a tuberculin safety syringe and discovered that the needle had broken off and was protruding out of the cap while the cap was still on the syringe. There was no pt injury or adverse outcome related to this issue.